Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had no hearing perception with the device at the latest appointment. The recipient has been a non-user for the last 3 years and when tried to use the device again there was no sound perceived. Before becoming a non-user there was still access to sound with the device, although it was not perfect. There is no report of an accident or trauma. Re-implantation is being discussed.

Event description:
The recipient had no hearing perception with the device at the latest appointment. The recipient has been a non-user for the last 3 years but when he tried to use the device again, he perceived no sound. Before becoming a non-user he still had access to sound with the device, although it was not perfect. There is no report of an accident or trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition in situ measurements showed several channels with short circuits and hi impedances in the past due to undetermined reasons; these channels have been disabled. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Reportedly the recipient is a non-user and no information about possible further steps is available yet.

Event description:
The recipient had no hearing perception with the device at the latest appointment. The recipient has been a non-user for the last 3 years but when he tried to use the device again, he perceived no sound. Before becoming a non-user he still had access to sound with the device, although it was not perfect. There is no report of an accident or trauma. Re-implantation will be discussed with the user but the surgeon still has not met with him.